Event description:
The patient reported that the catheter had moved down and it¿s on the wrong side, hitting the wrong nerves. The pump was used to deliver fentanyl and bupivacine. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).